Event description:
It was reported that the patient presented to the emergency room with discomfort. Blood cultures revealed infection and vegetation was noted on the right ventricular lead. The system was successfully explanted. Patient was unstable during procedure but stabilized after the operation.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.